Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: d1: heartware ventricular assist system ¿battery d4: serial #: (B)(6) h3: yes h6: img code(s): g02002, g0403401 h6: FDA method code(s): b01, b15 product event summary: the controller and battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge on the test battery charger. Functional testing also revealed the battery was reporting a frozen relative state of charge (rsoc) value on the test equipment, indicative of a fault in the main integrated circuit. An attempt to reset the main integrated circuit was able to reestablish the battery's functionality. Log file analysis revealed a controller fault alarm logged on 16/aug/2021 at 17:17:15. Review of the data log file revealed that leading up to the controller fault alarm, a battery had been the primary power source since 06:45:28 on 16/aug/2021. Throughout the entire period that the battery was providing power to the controller, the battery was reporting a relative state of charge (rsoc) value of 97%. Since the reported rsoc value did not decrease, the controller didn¿t switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. A controller fault alarm will be triggered if a battery is approaching 0% rsoc. Additionally, a vad disconnect alarm was logged on 16/aug/2021 at 22:27:09, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. As a result, the reported event was confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a battery malfunction, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. CAPA pr00519785 is investigating this battery issue. An internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and (B)(6) annex c and d codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported controller fault alarm event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. Additional products: d4: serial #: (B)(6) h6: img code(s): g02002, g02013 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947m62 lead and dvfc3d4 ICD implanted (B)(6) 2017. Additional products: brand name: heartware ventricular assist system ¿battery, model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2021 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 17-dec-2020, labeled for single use: no (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm, and the controller fault alarm was caused by a "bad battery". The controller and battery were exchanged. No patient complications have been reported as a result of this event.